Event description:
A four shooter saeed multi-band ligator was sucessfully used for banding of esophageal varicies. Information provided indicated that the device was used in conjuction with an olympus therapeutic endoscope. The model number provided was gif-2t240. The product labeling indicates that the device should be used with endoscopes having an outer diameter of 9.5mm - 13mm. Co has not been able to verify the model number or the outer diameter of the endoscope model that was provided. It was reported that after the banding was completed, the endoscope was withdrawn and the barrel component had detached from the tip of the endoscope. The report also indicated the barrel fell into the patient's stomach. No attempts to retrieve the barrel were made. There was no patient injury reported and the patient's condition was reported as stable. Factors that can contributr to this type of occurrence include; not advancing the barrel component onto the endoscope as far as possible during the loading process, use with the improper size endoscope, lubricating the interior portion of the barrel components, or if the patient was initially examined to confirm varicies, the endoscope shaft should be wiped of any bodily fluids prior to loading the device onto the endoscope. The instructions for use instruct the user to ensure the barrel component is advanced onto the endoscope as far as possible. The instructions also state do not lubricate the interior of the barrel component.